Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, a patient experienced blurred vision and residual hyperopia. The iol was exchanged for another lens with one diopter more power seven weeks following the initial implant procedure.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge, unspecified handpiece and non-qualified viscoelastic. The product investigation could not identify a root cause. Information was provided that the 28.5d lens was exchanged for a 29.5d lens. The manufacturer internal reference number is: (B)(4).